Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed fibrin and uptick in hemolyzed samples on unspecific number of tubes. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed fibrin and uptick in hemolyzed samples on unspecific number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of the photo did not reveal any tubes with fibrin or hemolysis. A total of 200 retained samples, 100 from each lot number, were visually inspected, and no abnormalities were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of may 2025. Therefore factors that may contribute to fibrin and hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes, fibrin and hemolysis, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has not been confirmed for the indicated failure modes fibrin and hemolysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Bd quality will continue to monitor sample quality complaints.